Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The atms reached during the initial inflation is unk. The 99% stenosed lesion was located in the severely calcified distal right coronary artery (rca). The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will no be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the mfg record for batch number 9162354 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no other associated complaints to date.